Event description:
The monitor was returned as part of the asset return process. During routine inspection of the device by olympus, the monitor did not power up. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, the monitor did not power up due to a faulty power supply unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d9, e1 (telephone number) and g2 (company representative should have been selected rather than user facility in the initial medwatch report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "power of the device does not turn on" was caused by a faulty power supply unit faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty power supply unit and faulty circuit board. Olympus will continue to monitor the field performance of this device.